Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and keypad anomalies. The customer also stated they were hospitalized, but it was not diabetes related. During the hospitalization the customer's blood glucose was over 700mg/dl. The customer was currently off the insulin pump. The hospital staff did not allow him to have pump due to customer being visually impaired. The customer stated he put the battery back on and insulin pump alarmed. After being discharged, the customer visited doctor and was advised not to go back on the insulin pump. Doctor stated the insulin pump act button is not working properly. Advised customer to call back to troubleshoot when someone can assist him.